Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and did not identify any related errors.

Event description:
It was reported that during a da vinci-assisted gastrostomy with feeding tube placement procedure the 30 degree endoscope plus jumped forward and caused a scratch in the serosal lining of the stomach, requiring intervention. It was noted each time the surgeon changed the endoscope plus to 30 degrees up or down, the system would hand the instruments over to the other surgeon side console (ssc) which was where the resident was sitting. This occurred 2-3 times, and required for the attending surgeon to manually take back control of instruments. After that, the camera went into recovery fault when the camera was switched to 30 degrees up/down. It was then when the endoscope plus "jumped" and caused 2 separate serosal tears about 1 cm each in size on the anterior surface of the stomach. These serosal tears were over sewn using silk sutures. No external collisions of universal surgical manipulator (usm) occurred. The patient had a smaller body habitus which required the surgeon to frequently flip the endoscope plus from 30 degrees up or down to accurately visualize the abdominal wall. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the definitive root cause of this event cannot be established, there is no indication that a malfunction of the da vinci system caused or contributed to the reported event. System analysis investigation of the event history logs identifies that the most likely root cause contributing to the unexpected endoscope motion is an inadvertent activation of the camera control during use of the give/take function in a dual console setup. Per system analysis review of the event history logs, the user may be attempting to take control of all instruments and is moving master tool manipulators (mtm) without being aware of control being given, which can result in the endoscope unintentionally moving with mtms during camera control, causing injury. Per service history review, the system has been in use since the reported adverse event, with no additional system servicing requested by the site as a result of the event. Per event history log review, the endoscope has been in used in 50 procedures since the subject event date in this complaint of 05-aug-2024. The da vinci xi system user manual states that either surgeon can take control of the endoscope by pressing the endoscope pedal as usual; the first one to do so has endoscope control and, as usual, all instrument arms go out of surgeon control while the endoscope arm is under control. A review of the risk management documentation was performed and indicates that tissue injury related to endoscope orientation issues as well as tissue injury related to use of dual console instrument controls are anticipated risks.